Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) large volume folfusors had broken hoses. This issue was discovered prior to patient use. The device was filled with piperacillin 12g and tazobactam 1.5g. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from september 13, 2021 - september 16, 2021. H10: two (2) actual samples were received for evaluation. A visual inspection on the samples via the naked eye noted the following observations: the tubing line was broken off at the junction of the restrictor housing. Portion of the broken tubing remained inside the solvent-bonded area of the restrictor housing. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.